Event description:
Device # 1 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. The device was removed over a guide wire and a second proglide was attempted. After deploying the suture, as the knot was being advanced to the arterial surface, the knot locked and could not be advanced further. The suture was removed and manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #2: part #12673-03, lot # 85026-6h, is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.